Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A guidezilla ll pv 6f long guide extension catheter was selected for use. However, the device separated at the proximal side of the distal guide segment. The physician assessed the device to have come close to detaching, so slowly removed it and pulled it out without additional intervention done. The device was removed together with the guiding catheter. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Event description:
It was reported that a separation occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified artery below the knee. A guidezilla ll pv 6f long guide extension catheter was selected for use. However, the device separated at the proximal side of the distal guide segment. The physician assessed the device to have come close to detaching, so slowly removed it and pulled it out without additional intervention done. The device was removed together with the guiding catheter. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed a collar and shaft separation, and the shaft was flattened at 32.3cm from the collar.